Manufacturer narrative:
This information was not provided in review of medical records received. Synthes is unable to determine the MFR site, or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Pt underwent a procedure for sternal fixation, and left pectoralis major myocutaneous advancement flap in 2005. A portion of the sternal plate broke post-operative, and was removed leaving the balance of the implants in place. Remaining implants removed due to another broken plate.